Manufacturer narrative:
This report is submitted may 04, 2017.

Event description:
Per the clinic, the patient experienced no connection with the internal device. The implanted device remains.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device. This report is submitted on august 23, 2017.